Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Event date: it is unknown when the subject device was broken. UDI: (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. Initial reporter: reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a 4.5mm titanium broad locking compression plate broke approximately 4 weeks after implantation on (B)(6) 2015. The female patient had originally suffered an accident in turkey on an unknown date and underwent open reduction internal fixation (orif) surgery to treat a multi-fragment fracture of the left femur. During this original procedure in turkey, an unknown angular-stable steel plate, screws and cerclage wire were implanted. On an unknown date, the unknown angular plate broke and the patient underwent a second orif revision surgery on (B)(6) 2015, during which time the synthes 4.5mm titanium broad locking compression plate, unknown quantity of cortical screw, 6.5mm cancellous screws, and two cerclage wires were implanted. Approximately four weeks post-operatively on an unknown date, the patient present with marked high thigh pain with any trauma incident. A diagnostic x-ray taken on (B)(4) 2015, revealed that the synthes plate had broken and there was inadequate fracture healing but with clear callus formation and partial bridging. The synthes plate had broken at an occupied screw hole. It was also noted in the operative report that the patient has a total hip replacement which was securely seated and it was decided it would be left in place. The patient underwent a third revision surgery on (B)(6) 2015. The existing synthes hardware was removed without difficulty. The fracture showed no stable consolidation therefore the fracture ends were osteotomies, shortening the leg by approximately four centimeters. The fracture was then reduced and an unknown angular 4.5/5mm plate 12-hole was implanted with the associated screws. The surgery was successfully completed with no report of surgical delay. This report is 1 of 1 for (B)(4).